Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, multiple episodes of non-sustained rv oversensing due to noise was observed on the right ventricular lead. The noise could be reproduced with pocket manipulation. Programming change was made. There was no patient consequences.